Manufacturer narrative:
Medical device name update to frn.

Event description:
The following has been reported: biomed reported: this pump (B)(6) have malfunction and error codes, no stopped infusions or patient harm reported. Pump have been properly cleaned and reset, still have pump error messages. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve 1 failure. While device was initially infusing normally it failed functional testing for the pneumatic hardware (valve 1). During the reversion process the inside of the pump was investigated and no signs of physical damage were identified.